Event description:
According to aap study - ascend - post market clinical follow-up study in patients treated with the on-x ascending aortic prosthesis (aap) adverse event report, event details: adverse event classification: this event is not linked to the medical device ¿ non-serious (ae). Detailed description of event: no information provided. Outcome of event: no information provided. Information on taken actions because of event: no information provided. Assessment by investigator: no information provided. Adverse event - cardiac arrhythmia. Classification: ¿ adverse event. Start date ¿ (B)(6) 2021. End date ¿ (B)(6) 2021. Duration of event ¿ 5. Outcome ¿ symptoms resolved without sequelae. Causal relationship to the procedure ¿ possible. Causal relationship to the aortic valve disease of heterogeneous ethology ¿ possible . Causal relationship to on-x aap ¿ possible. Number of reoperations performed: 0. This investigation is relegated to onxaap-21 sn (B)(4).

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Manufacturer narrative:
According to aap study - ascend - post market clinical follow-up study in patients treated with the on-x ascending aortic prosthesis (aap) adverse event report, event details date of implant: (B)(6) 2021 patient age at time of event: 30-years-old adverse event classification: this event is not linked to the medical device ¿ non-serious (ae) detailed description of event: no information provided outcome of event: no information provided information on taken actions because of event: no information provided assessment by investigator: no information provided adverse event - cardiac arrhythmia classification: ¿ adverse event start date ¿ (B)(6) 2021 end date ¿ (B)(6) 2021 duration of event ¿ 5 outcome ¿ symptoms resolved without sequelae causal relationship to the procedure ¿ possible causal relationship to the aortic valve disease of heterogeneous ethology ¿ possible causal relationship to on-x aap ¿ possible number of reoperations performed: 0 this investigation is relegated to onxaap-21 sn (B)(6) the manufacturing records for the onxaap-21 sn (B)(6) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. A review of the available information was performed. An onxaap 21 with serial number (B)(6) was implanted on 1mar2021 with a concomitant root replacement in a 30-year-old male with a past medical history of homograft aortic valve replacement at age 10 secondary to fungal endocarditis associated with skin grafts after third degree burns. On (B)(6) 2022 [ 52 days post implant] the patient reported to the emergency room with a complaint of palpitations for 3-4 days and occasional dizziness with exertion. He was admitted to the hospital for evaluation, his metoprolol was increased, and he remained in normal sinus rhythm (nsr) without palpitations. A trans esophageal echocardiogram (tee) was performed with no significant result, an EKG showed ¿heart rate in the 130¿s, inability to make out p waves, possible a fib¿, blood cultures collected were negative and his coumadin was increased to 3mg daily with an inr at discharge of 2.6. During his stay he ambulated as tolerated and was weaned off oxygen, he was discharged after 5 days on (B)(6) 2022 with ¿stable vital signs and labs and meds optimized¿, a repeat tee was recommended in 6 months. The instructions for use [IFU] for the aap valve list cardiac arrhythmia as a potential adverse event for mechanical prosthetic valve recipients. There is no indication that the on-x valve contributed in any way to the reported episode, and it is more likely a complication related to the surgical procedure itself rather than the valve. Cardiac arrhythmia is a known potential complication, however, there is no indication that the on-x valve contributed in any way to the reported episode, and it is more likely a complication related to the surgical procedure itself rather than the valve. Root cause for this event is unknown. No further action is required. A complaint and recall query was performed for onxaap-21 sn (B)(6) to identify previously reported complaints or recalls associated with this complaint. No complaints or recalls were identified for this serial number. Based on the available information, a definitive root cause for this event cannot be determined. Additionally, cardiac arrhythmia is a known potential complication, however, there is no indication that the on-x valve contributed in any way to the reported episode, and it is more likely a complication related to the surgical procedure itself rather than the valve. Also, without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary.

Manufacturer narrative:
According to aap study - ascend - post market clinical follow-up study in patients treated with the on-x ascending aortic prosthesis (aap) adverse event report, event details date of implant: (B)(6) 2021 patient age at time of event: 30-years-old. Adverse event classification: this event is not linked to the medical device ¿ non-serious (ae). Adverse event - cardiac arrhythmia. Classification: ¿ adverse event. Start date ¿ (B)(6) 2021. End date ¿ (B)(6) 2021. Duration of event ¿ 5. Outcome ¿ symptoms resolved without sequelae. Causal relationship to the procedure ¿ possible. Causal relationship to the aortic valve disease of heterogeneous ethology ¿ possible causal relationship to on-x aap ¿ possible. Number of reoperations performed: 0. This investigation is relegated to onxaap-21 sn (B)(6). The manufacturing records for the onxaap-21 sn (B)(6) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. A review of the available information was performed. An onxaap 21 with serial number (B)(6) was implanted on (B)(6) 2021 with a concomitant root replacement in a 30-year-old male with a past medical history of homograft aortic valve replacement at age 10 secondary to fungal endocarditis associated with skin grafts after third degree burns. On (B)(6) 2021[ 52 days post implant] the patient reported to the emergency room with a complaint of palpitations for 3-4 days and occasional dizziness with exertion. He was admitted to the hospital for evaluation, his metoprolol was increased, and he remained in normal sinus rhythm (nsr) without palpitations. A trans esophageal echocardiogram (tee) was performed with no significant result, an EKG showed ¿heart rate in the 130¿s, inability to make out p waves, possible a fib¿, blood cultures collected were negative and his coumadin was increased to 3mg daily with an inr at discharge of 2.6. During his stay he ambulated as tolerated and was weaned off oxygen, he was discharged after 5 days on 21april2021 with ¿stable vital signs and labs and meds optimized¿, a repeat tee was recommended in 6 months. The instructions for use [IFU] for the aap valve list cardiac arrhythmia as a potential adverse event for mechanical prosthetic valve recipients. There is no indication that the on-x valve contributed in any way to the reported episode, and it is more likely a complication related to the surgical procedure itself rather than the valve. Cardiac arrhythmia is a known potential complication, however, there is no indication that the on-x valve contributed in any way to the reported episode, and it is more likely a complication related to the surgical procedure itself rather than the valve. Root cause for this event is unknown. No further action is required. A complaint and recall query was performed for onxaap-21 sn (B)(6) to identify previously reported complaints or recalls associated with this complaint. No complaints or recalls were identified for this serial number. Based on the available information, a definitive root cause for this event cannot be determined. Additionally, cardiac arrhythmia is a known potential complication, however, there is no indication that the on-x valve contributed in any way to the reported episode, and it is more likely a complication related to the surgical procedure itself rather than the valve. Also, without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. This complaint was reviewed for a CAPA evaluation and a CAPA is not warranted at this time. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. Correction to "additional manufacturer narrative" - date of event is (B)(6) 2021, date of discharge (B)(6) 2021. Correction to "investigation findings" - 213. Correction to "investigation conclusions" - 22.